Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While measuring the depth of the drill hole the surgeon was trying to angle the depth gauge and the gauge snapped apart into two pieces. The pieces were removed from the patient. No delays in surgery. No adverse events.

Manufacturer narrative:
The device associated with this report was not returned. Previous investigations involving fracture of this product code have not identified product error. No trend for fracture is identified where wear out and/or user error was not a factor. The investigation is unable to draw any conclusions regarding this specific instrument. Based on the inability to identify root cause,the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.